Event description:
The customer contact reported a non delivery. On an unspecified date and time, the patient was diagnosed with an unspecified sepsis. It was reported that the patient had a zero white blood cell count. After an unspecified length of time, it was reported that antibiotics were started. On an unspecified date and time, the option-lok male adapter of the secondary tubing set was connected to a luer activated valve connected to an unspecified primary tubing set and delivery was started. No specific pump programming or parameters were provided. It was reported that the secondary tubing set was primed without any issues noted. After an unspecified length of time, the nurse noted that the pump appeared to be infusion the secondary as programmed; however, the secondary drug was not being delivered. At this time, the customer contact reported that the pump was delivering the primary solution. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. The customer contact reported a delay of therapy; however no medical interventions were reported. No additional info was provided.

Manufacturer narrative:
The device is expected to be retuned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.